Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the part of the insulin pump where the reservoir goes is breaking off and does not allow the insulin pump to lock in place. Her blood glucose level was 183 mg/dl. The customer also stated that they were previously hospitalized for high blood glucose levels. At the time of the hospitalization, her blood glucose level was 140 mg/dl. The events that lead up to the hospitalization were dehydration, vomiting and diabatic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Motor did passed the motor test. A broken reservoir tube lip, missing reservoir o-ring, cracked resrevoir tube window, cracked battery tube threads, cracked display window, scratched lcd window and missing end cap sticker also noted.